Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a treatment provider that noticed some coolant leaking from the bottom of the coolsculpting device and into the front drawer.

Manufacturer narrative:
The control unit was not returned for evaluation. Multiple treatments were performed without issue, control unit leak is unlikely.

Event description:
Allergan aesthetics received a report from a treatment provider that noticed some coolant leaking from the bottom of the coolsculpting device and into the front drawer.

Event description:
Allergan aesthetics received a report from a treatment provider that noticed some coolant leaking from the bottom of the coolsculpting device and into the front drawer.